Event description:
It was reported that the light blue main body of a minicap extend life pd transfer set with twist clamp had cracks. This was noticed during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation without a cap on the dark blue connector. The device was visually inspected and functionally tested. The device was also inspected microscopically. During visual inspection a crack was observed in the light blue main body, verifying the reported issue. Leak testing, clear passage testing, clamp function testing were performed with no issues noted. The cause of the problem is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.